Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer removed the battery after the alarm. The customer was calling after 5 hours. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with flashing white lcd due to cracked lcd controller on connector. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to flashing white lcd. We were unable to verify blank display anomaly or red light anomaly due to flashing white lcd. The device was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.